Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Reference the following medwatches with patient identifiers for the following systems: (B)(4) ¿ performa ii ¿ serial number - (B)(4). (B)(4) ¿ performa uv ¿ serial number - (B)(4).

Event description:
Customer reportedly received the following results, with two different performa meters, within 10 minutes:104 mg/dl (system 1) and 400 mg/dl (system 2). The tests were made with the same vial of test strips. No adverse event reported. Return of the suspect device was requested for evaluation and replacement was provided.